Event description:
A user facility reports that an intraocluar lens (iol) was damaged in the cartridge of the iol delivery system. The haptic was broken inside the cartridge and the wound had to be widened to allow removal of the iol.